Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several errors were found during device log review. Error 15 : communication at" found 2x on (B)(6) 2020. "Flash eeprom parameter error" found 2x that started on (B)(6) 2020. Error 51 found on (B)(6) 2020. No error 98 was found. History data is insufficient to confirm events described in complaint. The reported device was received in lake zurich and its investigation was performed by our local technical team. As the customer complaint description indicates, it is likely that the event was due to an incorrect maintenance from their biomedical service but this could not be confirmed. However a full investigation regarding the other technical errors found in the log was performed. During testing, pressure test failed and triggered error 51. This was addressed by replacing the speaker as per technical manual. The problem continued with a new speaker. This confirmed that the speaker was not the problem so the original part was reinstalled. Cpu board was replaced as the pump could not be operated any further and power supply circuit board was replaced to address error 15 found in the log. All defective parts were sent to brézins for further investigation. The power board was successfully tested mounted on our laboratory device. No technical error was triggered. The power board was found fully functional during the trial period. The cpu board was tested as well and we noticed that no sound was made and error 51 was triggered. A maintenance test was performed and found that there was only one sound instead of two. This issue came from a weaken component (u17) from cpu board. Regarding error 98 and 15, none of them were triggered during this test and which could only be analyzed with the corresponding pump. To conclude, the power supply board met all requested specifications but the cpu board was defective and led to a speaker command failure triggering error 51. However this error was not reported by the customer. This complaint is not related to patient safety. This complaint is not valid for error 98 but valid for error 51 and error 15. The trend is normal and reported risk is lower than estimated risk, for error 51 & error 15. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring.

Event description:
Reportable for errors 15 and 51 confirmed in the device log.